Event description:
The following has been reported: biomed reported: "ticket stated "service needed". Cleaned and ran infusion pump test. No alarms. Patient status unknown.". A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Excessive drag was detected on the fva pins. A cleaning was performed and the fva pins began moving smoothly. New lip seals will be installed during repair. No additional damage was identified.